Event description:
It was reported that they were getting an ec100 and image transfer errors, resulting in the patient having to be re-exposed. It was determined that the array needed to be replaced. The customer choose not to replace the array at this time.